Manufacturer narrative:
It was reported that revision surgery was performed due to unknown reasons. An unknown polarstem valgus stem and 32mm head were explanted and replaced with s+n devices. The claimed articles, which intent uses are in treatment, were not sent back for investigation. Furthermore, no adequate information is available. The cause for the revision was not communicated. Clinical documentation or further product information like batch number was not made available. A thorough product history review could therefore not be performed. The risk of an unspecified failure, which leads to a revision, is covered. In our current instruction for use for hip implants 12.23 ed. 05/16 several mentioned side effects can lead to a revision surgery. At that time of investigation no further actions seem to be required. The root cause cannot be determined and the failure mode cannot be confirmed. If additional information should be available the complaint will be re-assessed. It was reported that revision surgery was performed due to unknown reasons. An unknown polarstem valgus stem and 32mm head were explanted and replaced with s+n devices. The claimed articles, which intent uses are in treatment, were not sent back for investigation. Furthermore, no adequate information is available. The cause for the revision was not communicated. Clinical documentation or further product information like batch number was not made available. A thorough product history review could therefore not be performed. The risk of an unspecified failure, which leads to a revision, is covered. In our current instruction for use for hip implants 12.23 ed. 05/16 several mentioned side effects can lead to a revision surgery. At that time of investigation no further actions seem to be required. The root cause cannot be determined and the failure mode cannot be confirmed. If additional information should be available the complaint will be re-assessed.

Event description:
It was reported that, after a tha had been performed, the patient experienced an unspecified adverse event. A revision surgery was performed to explant the stem and the head. The patient outcome is unknown.